Event description:
It was reported post op to an adjustable gastric band procedure, the patient returned one day post with complaints of difficulty swallowing. The surgeon admits that the fat pad was not removed during the initial procedure and thought this contributed to patient's symptoms. A new band was placed. An egd was done intraoperatively and showed multiple gastric polyps. A biopsy was performed on the polyps and the results were stage 1 esophageal cancer. An esophagectomy was done and in addition, the band was removed due to the malignancy. There were no other patient complications reported.

Manufacturer narrative:
Date sent: 09/30/2009. Information is unavailable; device was not returned for evaluation.